Event description:
It was reported that the generator and entire lead were replaced. Device diagnostics with the new vns system were within normal limits. Attempts to have the explanted devices returned for analysis have been unsuccessful to date.

Manufacturer narrative:
Patient sex; correct data: the initial MDR inadvertently did not indicate the sex of the patient.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the lead confirmed all quality tests were passed prior to distribution. Device failure is suspected, but did not cause or contribute to a death.

Event description:
It was reported that the patient recently experienced two big seizures that were above the patient¿s baseline. Device diagnostics were performed which showed high impedance. X-rays were performed; however, no lead discontinuities were identified. The patient was referred for lead and generator replacement. No surgical intervention has been performed to date.

Manufacturer narrative:
Date of explant; corrected data: this information was inadvertently left off of follow-up MFR. Report #01.